Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent primary breast augmentation with a (left) 350cc mentor smooth round moderate plus profile saline breast prosthesis and a (right) 375cc mentor smooth round moderate plus profile saline breast prosthesis, suffered bilateral bacteria on breasts and breast infection post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis.